Event description:
It was reported that the 28 mm ceramic inner head broke when the dm head was forced into the stem. The surgery was successfully completed using a different bearing and head. There were no consequences or impact to the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.